Event description:
As reported per the medwatch #mw5111922: "the p4hb based mesh phasix, is being used in a clinical trial, named prevent, for the prevention of incisional hernias in surgical patients undergoing mid-line laparotomy. This trial includes terminal patients with cancer. Unfortunately, becton dickinson is aware that p4hb materials can activate a pro-oncogenic immune response named the "m2 macrophage" response. Because p4hb activates m2 macrophages, its use in cancer patients is potentially dangerous. FDA safety report ID# (B)(4)."

Manufacturer narrative:
The allegation that p4hb materials used in phasix mesh activates a pro-oncogenic immune response (m2 macrophage) was submitted to FDA by a former bd employee. No specific patient event was referenced in medwatch report mw5111922. A pro-oncogenic immune response is not a clinically anticipated outcome associated with use of phasix. Our review of prevent study data identified no reports of phasix activating a pro-oncogenic immune response. Our review identified no increased concern that the use of phasix may cause nor otherwise influenced this condition/disease-related adverse event. Note, the date of event is provided as an estimate based on the date of awareness. The information provided by bd represents all of the known information at this time. No sample.